Event description:
The home pt (hp) contacted baxter technical service rep (tsr) regarding a check pt line alarm during the initial drain while using the homechoice (hc) system. The hp had inadvertently left the clamp on the pt line closed. The hp opened the clamp and began to drain. No pt injury or medical intervention was indicated at the time of the initial report.